Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 504 mg/dl. Reportedly, the cause for the reported issue was due to an incomplete bolus alert occurring. Tandem technical support educated the customer on the cause for incomplete bolus alerts, and educated the customer on ensuring boluses are delivered. The customer administered a manual injection, and changed the infusion set and cartridge multiple times to address bg level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.